Event description:
On 1981 rptr had implant. On 4/84 migraine, augmentation was asymetrical and keloid around, 6/85 mammogram showed of biocystic breast, 8/85 pericarditis, tender distended colon, 11/86 disfunctional uterine bleeding, 1987 cold weather bothers her, 4/89 adenomyosis, hysterectomy, 6/89 obgy, tested for arthritis 11/87 medical synovial plica, 12/87 hurts all over, 11/89 kidney infection, 1/91 leg cramp and "kidney", 2/91 blood in urine, 9/92 ganuloma and rupture, 11/92 emergency room flu 3/93 asthma, 2/94 auto immune.